Event description:
It was reported that stent damaged occurred. The 90% stenosed target lesion was located in a severely calcified and severely tortuous proximal left anterior descending (lad) artery. Predilation was performed using a maverick 2.0/15 balloon catheter and selected a 2.50x16mm promus element plus stent to treat the lesion. The shaft of the stent then got damaged during pushing/pulling of the device. A plain old balloon angioplasty (poba) was performed and the procedure was completed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was received in two sections as a result of a break in the hypotube. The break was located at 17cm distal to the strain relief. Both sections of the hypotube were kinked. An examination of the crimped stent identified no issues. There was no visible damage along the entire crimped stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. The (B)(4) stenosed target lesion was located in a severely calcified and severely tortuous proximal left anterior descending (lad) artery. Predilation was performed using a maverick 2.0/15 balloon catheter and selected a 2.50x16mm promus element (tm) plus stent to treat the lesion. The shaft of the stent then got damaged during pushing/pulling of the device. A plain old balloon angioplasty (poba) was performed and the procedure was completed. No patient complications were reported and the patient's status is stable.